Event description:
Caller reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer was using cold insulin. Tandem customer technical support informed customer that insulin should be at room temperature before filling a cartridge per user guide. The customer resolved the occlusion issue by changing the infusion set and cartridge and then resuming insulin.